Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced fluctuating blood glucose levels with a nadir of 39mg/dl and a peak of 335mg/dl. The user received assistance from a household member to treat the low blood glucose with oral carbohydrates. The ilet issued appropriate low and high glucose alerts. No medical intervention was required, and the blood glucose was corrected with carbohydrate intake. Additional training by a clinical diabetes specialist was provided to reinforce proper device use and meal/bolus announcement timing.